Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) exhibited noise, oversensing and brady pacing not delivered on two separate occasions. The most recent notated brady pacing not delivered greater than 2 seconds on the right ventricular (rv) lead. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. The plan is to bring the patient in for reprogramming and additional testing. At this time, the rv lead remains in-service. No adverse patient effects were reported.